Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was frozen due to the hard and thumb drive back up error. A field service engineer resolved the issue by replacing the hard and thumb drive. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe encountered an issue where the computer froze after a reboot and the customer required the system to dispense with controlled medication. This incident resulted in a delay to patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.